Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. The lead was presented in in two pieces. Outer insulation abrasion due to external insulation abrasion was noted on the is-1 connector leg and boot, and another at 11cmm from the distal tip.

Manufacturer narrative:
Correction: lead was not returned